Event description:
It was reported that during an inflatable penile prosthesis implant surgery, when the pouch with the cylinders was opened, the tech noticed some sort of a fiber or a hair right on the tubing. The tech pulled it off the table and handed it to the circulator who was not scrubbed, which immediately contaminated the device. The fiber or hair was inadvertently thrown on a dark-black charcoal floor and was unable to be retrieved. It was unclear if the fiber or hair was in the pouch while it was sealed or after the pouch was opened. The surgery was completed with another inflatable penile prosthesis 18 cm lgx. No complications were reported in relation to the event.